Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: multiple attempts to use the 20ga nexiva cath resulted in blown veins; significant leaking where the tubing connects with the wing possible additional sticks needed for patient.

Manufacturer narrative:
The complaint of leaking or occlusions within the IV catheter could not be confirmed from the unused representative 20ga nexiva units that were received in sealed unit packaging from lot: 5155697. A visual observation and functional test revealed no damage or defects on the returned samples. No occlusions or leaks were identified during the sample analysis. The affected units were not provided for investigation. A review of the inspection records and quality/manufacturing controls for the implicated lots indicated no related issues with the manufacturing process. The complaint has been documented, assessed for risk, and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.